Event description:
Elite biomedical solutions ("elite") has received a report that a carefusion 8100 infusion pump containing an elite-manufactured bezel assembly part did not function as intended. After multiple attempts to obtain additional information, elite has learned that a hospital professional hung two 100ml vials of morphine to be infused by a large volume pump at a rate of 0.8ml/hour with a volume to be infused of 75 ml. Only 10 ml were delivered to the patient. The remaining 190 ml were not delivered to the patient, and as reported to elite, it has not been located by the hospital. The hospital returned the infusion pump to becton dickinson, the original equipment manufacturer, for evaluation.

Manufacturer narrative:
According to the initial reporter, the hospital returned the infusion pump to becton dickinson, the original equipment manufacturer, for evaluation. Although the device appeared to under-infuse the morphine, becton dickinson reported that, during its evaluation, the device over-infused at a rate of 1.39 ml/hour, rather than infusing the 0.8ml/hour as programmed. Elite is unaware whether the software on the device was reviewed or checked for any history or alerts. Elite asked the initial reporter if it could evaluate the device, but the reporter indicated that he would not return the pump to elite, as it was being repaired by becton dickinson. The reporter then stated that becton dickinson verbalized that the bezel assembly was missing a lower spring, although that was not reflected on the report. Elite then requested that the bezel assembly be returned to elite so that it could investigate the issue and perform tests. The reporter indicated he would check to see if that part could be returned to elite. Additionally, elite requested a copy of the becton dickinson evaluation report. Neither the bezel assembly nor evaluation report have been received by elite. Elite's investigation is on-going.